Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (270 mg/dl and higher) and a bolus via the pump was delivered to address the high bg. The customer stated that the high bg levels started after the basal rate was increased by a healthcare provider. The customer also thought that slow digestion and stress from gastrointestinal issues may have impacted the sugar level. Tandem technical support advised the customer to discuss the event with a healthcare provider.